Event description:
It was reported that a patient requested to return an ilet insulin pump after the pump shut down and became nonfunctional following a brief water exposure, which the patient believed should have been within the device¿s stated water resistance. Symptoms included no reported adverse clinical effects. Outcomes included discontinuation of pump use and a request for return and credit, including unopened supplies. Investigation included obtaining return authorization and arranging product return for evaluation. Investigation of this case revealed a user-reported fluid ingress and loss of function consistent with potential water intrusion affecting the pump hardware. It was concluded, based on previously established findings for similar reports, that the cause was a device-related malfunction installation issue resulting in communication issues with other systems in the ilet.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.